Event description:
A customer reported balanced salt solution (bss) did not drain into the drain bag and eventually backed up into the fluidics module. There were visible signs of bss observed in the fluidics module. There was no pt impact reported. Additional info has been requested.

Manufacturer narrative:
Product evaluation: the investigation is in progress. A sample is not expected to be returned for evaluation. (B)(4).